Event description:
It was reported that the smoke evacuator on the device was working intermittently during a knee arthroscopy procedure. A backup was used to complete the procedure. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event has reported by the customer was confirmed. The vacuum motor was getting hot during operation and turning off and on. The vacuum motor with blower gasket was replaced and the unit passed functional tests. A review of design changes, nonconformance documents, or reworks associated with the device in this complaint was performed and there was none within two weeks of the product manufacture date that could have contributed to the described failure.